Manufacturer narrative:
The unit is functional again after mixer valve replacement. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: a customer had a problem with 2 units of mixer valves p.n. 394045 s.n. (B)(6): defective. He replaced the parts and did all the tests. He didn't send logs.